Event description:
It was reported that device diagnostics during a routine office visit resulted in high impedance. The patient was referred for x-rays. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.